Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator fails to cycle and the user interface module touchscreen display is dark when powered on during pre-use check. No patient involvement.